Event description:
The customer stated that she tested her blood glucose using her contour meter and received a reading of 359 mg/dl. She retested using another contour meter and received a reading of 156 mg/dl. The difference between the meter readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.